Manufacturer narrative:
A covidien field service engineer (fse) evaluated the ventilator and was unable to confirm the reported issue. All tests worked well. When they took the patient circuit, the safety valve opened and closed frequently. Probably root cause was noted to be the inspiratory tube.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator generated an occlusion message. Although requested, patient involvement information was not provided.